Event description:
Agent ide it was reported that in-stent restenosis (isr) occurred. On (B)(6) 2018, stenosis at the mid left anterior descending artery (lad) was treated with deployment of 2.75 x 38mm and 2.50 x 28 mm synergy stents. On (B)(6) 2020, in-stent restenosis of the mid lad was treated with balloon angioplasty and an unknown 2.75 x 38mm drug eluting stent. In (B)(6) 2021, in-stent restenosis of the previously deployed stent in the lad was treated with deployment of a 3.00 x 28mm synergy stent. On (B)(6) 2022, the subject presented with unstable angina and was referred for the agent ide study. Heparin or antithrombotic medication was administered at the time of index procedure. Following pre-dilation, the 70% in-stent restenosis of the mid lad was treated with a 3.50 x 20mm agent dcb study device successfully with 20% residual stenosis and timi flow 3. The subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
Date of event was estimated based on the event occurring in (B)(6) 2021.